Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of the clip to deploy was confirmed. Analysis of the device indicated the clip remained loaded on the carrier tube ready for deployment. Based on the visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure, femoral arteriotomy closure was attempted using a starclose se device. A femoral angiogram was not performed. Reportedly, the actual clip wouldn't grip correctly and the physician actually doubted if there even was a clip inside the starclose se device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Reported device (B)(4) - failure to follow steps - a femoral angiogram was reportedly not performed prior to use of the device. The starclose se instructions for use state under closure procedure to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection.